Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went swimming while connected to the pump and now the pump is unresponsive. Reportedly, the pump displayed an error message and no longer turns on. Customer's blood glucose level was not impacted. It was indicated that the customer has back up manual injections for continued insulin therapy.